Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same procedure (MFR report # 3005099803-2015-03728 and 3005099803-2016-00161). The segura hemisphere retrieval basket (3005099803-2016-00161) used to complete the cystoscopy procedure performed on (B)(6) 2015, was returned to boston scientific on (B)(6) 2016, along with the first segura hemisphere retrieval basket device used in the procedure (3005099803-2015-03728). On (B)(6) 2016, the complainant confirmed that the segura hemisphere basket used to complete the procedure had the sheath torn stating that the "tip started to flack off." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual assessment found the distal end of the sheath had been split for approximately 8 mm. The sheath had been kinked. All of the basket wires were present and attached; however, 1 basket wire was bent. Functional evaluation found the basket would open, but would not close into the sheath due to the split. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report is one of two complaints that pertain to the same procedure (MFR report # 3005099803-2015-03728 and 3005099803-2016-00161). The segura hemisphere¿ retrieval basket (3005099803-2016-00161) used to complete the cystoscopy procedure performed on (B)(6) 2015, was returned to boston scientific on (B)(4) 2016, along with the first segura hemisphere¿ retrieval basket device used in the procedure (3005099803-2015-03728). On (B)(4) 2016, the complainant confirmed that the segura hemisphere basket used to complete the procedure had the sheath torn stating that the ¿tip started to flack off.¿ there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.